Event description:
It was reported that the tip detached during surgery and fell inside the pt's mouth. No injury to pt reported.

Manufacturer narrative:
(B)(6) 2012: this MDR is being filed based on a retrospective review of complaints received by the MFR. Visual examination of the returned device revealed the bendable section of the adenoid tip was separated from the finger grip. The most probable root cause can be attributed to the glue bond between the tubing and finger grip, also, the bendable tube has a glossy finish which may make it difficult to product a strong bond between the finger grip and bendable tube. Investigation of the lot history record did not note any issues during the mfg. Failure investigation confirmed the event reported and the root cause was attributed to the bond joint between the tubing and finger grip. A correction action report has been initiated to further investigate this type of failure mode (B)(4).